Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6000523, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6000523 was manufactured according to the work instruction (wi) version 23 and manufactured in the line inset 2 on 25-apr-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united arab emirates it was reported that the patient faced an event where the patient was unable to remove the needle of the infusion set after insertion on the arm on (B)(6) 2024. Also, the patient faced bleeding. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.